Event description:
It was reported that intermittently, a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.